Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The manufacturer¿s international service technician confirmed the existence of the error code in the error log. The manufacturer¿s international service technician replaced the central processing unit (cpu) printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The central processing unit (cpu) was return for analysis. Root cause: the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the check vent: backup alarm failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.